Event description:
Pt was previous pdc at c4-5, a fusion at c5-6, and a pdc at c6-7 implanted on (B)(6) 2008 returned to surgeon complaining of pain. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware at c6-7. It was reported that osteophytes were noted posterior to the pdc at c6-7. Pt was revised to cervical fusion with vectra.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.